Manufacturer narrative:
According to the complainant, the device will not be returned for investigation. We are unable to determine relationship to res (B)(4) due to no device identifier provided. No lot release records were reviewed, as the product lot number was not provided.

Event description:
The patient reports they have a dash personal diabetes manager (pdm) which has remained unused in a cupboard. When removing the pdm from the cupboard the patient noticed the battery had swollen up so the back compartment can't be closed.